Event description:
Hospital reported the surgeon observed cauterization of tissue about 2 cm back from the tip of the fixed tip electrode, during a gastric bypass procedure. This problem has not been encountered on the shorter instruments. No serious patient injury was reported but there was a stated concern of serious injury if the event recurred.